Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: analysis summary: the device was returned and visually inspected, cannula kink near outlet observed. Data log review showed drop in flow at p9 after support initiated, followed suctions, ps spikes, mc spike at p6 observed as a result of cannula kink as reported. Pd-catheter-(twist, bent, kinked): the root cause of cannula kink due to patient related due to short aortic arch. Low or blocked pump flow: device kinked by motor, flows were reduced. Trouble shooting but due to patient short aortic arch pump explanted. The root cause of low pump flow issue was cannula kink occurred due to patient short aortic arch. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 43 year old male was supported with an impella cp device. During use the device was reportedly noted to be kinked near he motor, and reduced flows were observed. Troubleshooting was performed, and the patient was reportedly supported through the procedure. Reduced flows were attributed to patient anatomy, including a short aortic arch. No additional clinical details were provided.